Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad detached when the blade was wiped with the gauze. The tissue pad was found outside the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.